Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 4.8, 5.1. Patient received unexpected high results on (B)(6) 2012. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr = 4.8, 2nd inr = 5.1, mean = 4.95, sd = 0.21, %cv = 4.29. Since % cv is less than 20%, inratio meter results pass the criteria for precision. Customer did not provide a reference value. Unable to determine accuracy of inratio result. Unable to perform retained strip test due to unknown strip lot number on the event details. No further investigation is possible. Conclusion: analysis of the client's data from repeat inratio tests revealed that test results met precision criteria. No lab testing has been reported. Since no strip lot information was available and no product was expected to be returned, further investigation for product performance could not be performed. Root cause could not be determined. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.